Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent appeared to have been deployed and did not return for analysis. Device to device interaction test was performed, and the device was able to track over the wire, but there was some resistance at the kink. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
Reportable based on additional information received on 20feb2023. It was reported that the stent partially deployed. A 5 x 120 x 130 innova self-expanding stent was selected for use in a lower limb stent implantation procedure. The 70% stenosed target lesion was severely calcified and located in the mildly tortuous crural artery. During the procedure, the stent could not be pushed, and the stent could not be completely released inside the body. The stent was about 30% deployed, so it was recovered. The procedure was completed with another stent. No patient complications were reported.

Manufacturer narrative:
Device eval by manufacturer: returned product consisted of an innova self-expanding stent system. The outer sheath, tip, inner sheath, and the remainder of the device were checked for damage. Visual examination revealed a kink to the outer sheath at the nosecone. Microscopic examination revealed no additional damages. The stent appeared to have been deployed and did not return for analysis. Device to device interaction test was performed, and the device was able to track over the wire, but there was some resistance at the kink. Inspection of the remainder of the device revealed no other damage or irregularities.

Event description:
Reportable based on additional information received on 20feb2023. It was reported that the stent partially deployed. A 5 x 120 x 130 innova self-expanding stent was selected for use in a lower limb stent implantation procedure. The 70% stenosed target lesion was severely calcified and located in the mildly tortuous crural artery. During the procedure, the stent could not be pushed, and the stent could not be completely released inside the body. The stent was about 30% deployed, so it was recovered. The procedure was completed with another stent. No patient complications were reported. It was further reported that an antegrade approach was used to access the target lesion, and pre-dilatation was performed. While attempting to deploy the stent, an elevated force was required to turn the thumbwheel. An attempt was made to use the pull grip to complete stent deployment. Ultimately the stent was replaced, and the procedure was completed with good blood flow.